Event description:
It was reported to medtronic neurosurgery that a raney clip was retained in a pt. The physician recommended that medtronic add a radiographic marker to the raney clips. According to the report, a reoperations was performed for infection due to multiple risk factors, but not caused by the clip.

Manufacturer narrative:
The product was discarded and was therefore unavailable for return. The reported event was a question concerning the radiographic visibility of the raney clip, and not related to a device malfunction. Per the report, the infection resulting in craniotomy was unrelated to the device. A review of the manufacturing records was not possible as no lot number was provided.